Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that they had to put in new leads because one came off. The patient assumed this was in (B)(6) 2014 that the lead came off. It was noted that on (B)(6) 2014, the patient had surgery to fix the lead.